Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 132 mg/dl. The customer reported that the insulin pump was not dropped or bumped prior to the alarm. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error during the basic occlusion test due to protruded/loose drive support disk. No prime alarm occurred during testing. The insulin pump received with broken battery cap, cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.